Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a clogged nozzle. Additional issues were identified during the device evaluation: the bending, manipulation, and insertion tube had defects; there was damage to the adhesive; there were defects at the universal cord; the objective lens was cracked; the light guide lens was chipped; a crack was on the resin part; and the universal cord was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was experiencing air flow without engaging the air/water valve. No patient injury or procedure impact was reported. During the device evaluation, it was discovered that the nozzle was clogged with foreign material due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the clogged nozzle noted at estimation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the black foreign material and brown solid matter could not be identified nor the root causes of them. Customer follow-up confirmed that prior to any maintenance, the endoscope is cleaned and disinfected according to the recommendations in force, unless this treatment is made impossible by his condition (for example a leak noted at the time of the tightness test) requiring the endoscope to be reported as soiled and potentially contaminant. The event can be detected/prevented by handling device as per the following instructions for use (IFU): operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.